Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, there was a loose i.v. Shield. No patient impact or injury reported.

Manufacturer narrative:
H.6 investigation summary material #: 301746. Lot/batch #: 3275094 . Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for loose IV shield was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, there was a loose i.v. Shield. No patient impact or injury reported.